Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained no patient consequence. Use of another device to complete the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, defective refill, cannot be inserted into the stapler. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 9/23/2024 d4: batch # 833a53. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 10 double driver missing and 2 double driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. Additionally, photos were provided and they showed the condition of the reported event. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 833a53, and no non-conformances were identified.